Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that cartridge alarms occurred during the load and during insulin delivery. The customer will continue to use current pump. There was no reported adverse effect to the customer's blood glucose level.